Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had and the pump had experienced high blood glucose. The customer¿s blood glucose level was 425 mg/dl, 125 mg/dl and sensor glucose was 400 mg/dl. The customer reported that they had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 99 mg/dl and the sensor glucose was 251 mg/dl at the time of the incident. The sensor glucose value that triggered the suspend event was 60 or 70 mg/dl and suspend on low limit in sensor settings was suspended low. The customer was advised to inspect the xmtr for any damage and for any blood residue, and customer stated negative. The sensor will not be returned for analysis.